Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a warning for out of range impedance, low impedance, and variable impedance. Undersensing was observed with diminished p-waves and no sensing of p-waves. Also, noted were loss of capture, high thresholds, and noise with motion. The lead was programmed off, and later removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the inner insulation had a depression breach. The inner tubing of the lead also developed a breach due to a depression while in vivo. Non-obstructing amounts of blood were observed on the proximal and distal conductors of the lead. Body tissue/fibrotic growth was observed on the distal low-voltage electrode of the lead. The analyst commented that the depression in insulation and tubing was due to anchor sleeve flex.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.